Event description:
A pt was dispensed trial contact lenses and wore the lenses for a half day. Pt did not wear the lenses the next day. They wore the lenses the following day and after 5 hours of wear, experienced poor visual acuity described as cloudy sight in both eyes. The lenses were removed. That evening the pt had symptoms of pain, swollen lids, and difficulty keeping their eyes open. Two days later pt sought medical treatment. The pt was diagnosed with a central corneal ulcer o.u. There was no anterior chamber reaction. The pt was treated and fully recovered.